Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06367. It was reported the pt is experiencing heating at his ipg pocket while charging. The pt stated the heating is uncomfortable enough that he has to stop charging and wait for the area to cool off before resuming charging. A new low energy charger was sent to address the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent a field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increased in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.